Manufacturer narrative:
(B)(4). Additional (B)(4) surgical intervention additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of the index procedure. (B)(6) years old and female date and name of index surgical procedure. (B)(6)2018 the diagnosis and indication for the index surgical procedure? Suture broken at wound site, and patient felt pruritus other relevant history / concomitant medications. Unk product code and lot # unk will product involved in the event be returned for evaluation? No what tissue location was placement of suture? Skin what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Unk how was the suture initially placed (interrupted or continuous)? Unk how was the suture initially tied? Unk was there any precipitating stress factor for the suture breakage? Unk how was the suture break post-op managed? If a surgical intervention was performed, please provide date and appearance of suture during the second procedure. Removing suture and make disinfection. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any reoperation? Unk what is physician¿s opinion as to the etiology of or contributing factors to this event? Suture what is the patient¿s current status? Stable

Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/24/2018. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of the index procedure, date and name of index surgical procedure. The diagnosis and indication for the index surgical procedure? Other relevant history / concomitant medications, product code and lot # . Will product involved in the event be returned for evaluation? What tissue location was placement of suture? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture initially placed (interrupted or continuous)? How was the suture initially tied? Was there any precipitating stress factor for the suture breakage? How was the suture break post-op managed? If a surgical intervention was performed, please provide date and appearance of suture during the second procedure did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any reoperation? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date in (B)(6) 2018 and suture was used. One day post op the patient experienced pruritus and the suture was found broken. The patient was treated by disinfection. On (B)(6) 2018, the patient was re- examined and the pruritus was gone. Additional information has been requested.